Event description:
The customer reported that she was treated by paramedics for low blood glucose of 45mg/dl. The customer stated that she drank juice. The customer declined to take glucagon as well to go to the hospital. The customer stated that her glucose came back up to 88mg/dl and then she had a meal. Troubleshooting was performed. Reviewed the programming on the insulin and it appears to be fine. The amount of insulin in the reservoir matches to the units left in the status screen. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.